Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon deemed being inaccurate approximately 6-8 millimeters inferior when placing a screw using cortical screw technique. Software showed they were in the correct place, however, the surgeon deemed the bone was soft. Another spin was taken and showed the screws were in the disk space, instead of the joint where the software showed. The surgeon removed the screws and discontinued the use of the navigation system and the imaging system. The surgeon continued the procedure to completion, checking accuracy with a c-arm.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out. System performed as intended. Reported issue could not be replicated. No further issues have been reported.